Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor issues. It was reported that the patient has had a return of symptoms. The patient reported that every single time he has a stool, he has staining. The staining was clarified to be leaking, which was the reason the patient had the implant. Also, if he sneezes, he leaks and he was having to use a lot of toilet paper to clean up. There were no trauma/fall that could have been related to the return of symptoms but it was noted that the patient was in the hospital. During troubleshooting, the patient was able to verify, using the programmer, that the stimulation was currently on and by noting the lightning bolt in the upper left-hand corner. The patient noted he was currently on program 3 at 1.5 and was not feeling the stimulation. It was noted that the patient was feeling the stimulation then gradually was not feeling the stimulation. The patient increased the stimulation to 2.6, which he was feeling it in the penis area, strong and comfortable. The patient will leave it on the current settings and will continue to track his symptoms. The patient was also aware to decrease the stimulation if it becomes uncomfortable. Furthermore, it was reported that the programmer connected to the implantable neurostimulator (ins) without the antenna but not with the antenna. There were no further complications or anticipations reported with this event.